Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated an "autofill fill failure" alarm. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative was unable to duplicate the reported problem. As a precautionary measure, the drive manifold (0014-00-0018) was replaced. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).